Event description:
It was reported that this pacemaker has dropped caused to change in slack. The pacemaker was surgically sutured, and a cangaroo pouch was used. This pacemaker remains in service. No additional adverse patient effects were reported.